Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the liquid crystal display (lcd) of the small roller pump did not display after case. By inserting and removing the pump cable several times, the lcd displayed occasionally. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.